Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device, but was able to close. This was repeated with the same result for the remaining clips. None of the remaining clips were able to properly load. The device was disassembled in order to inspect the internal components. Upon disassembly, it was found that the bottom jaw has slightly bent jaw legs. The damage to the jaw legs could prevent clip from properly loading, as was the case for this returned sample. The sample was received with 11 clips remaining in the channel indicating that 4 clips were fired by the end user. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. Upon functional inspection, none of the 11 remaining clips were able to properly load into the jaws of the device. It was found that the jaw legs of the bottom jaw were slightly bent which prevented the clips from properly loading. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. The device was received with 11 clips remaining indicating that 4 clips were fired by the end user. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clip was stuck in the applier during an operative procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 clips were taken from the current production p/n ae05ml auto end05 ml lot #73k1700567, clips were functionally inspected (fired) and issue reported "clip stuck in applier" was not observed in the current manufacturing process, the clips were loaded and released correctly. The device history review for the product auto endo5 ml lot #73j1600128 investigations did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was stuck in the applier during an operative procedure. There was no patient injury.